Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v episodes, high rate non-sustained episodes and low pacing impedance. As well, there was noise and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.